Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced to a mildly calcified, de novo, 50% stenosed lesion in the mildly tortuous distal left anterior descending coronary artery. During use in the anatomy, after approximately 1 hour, the bmw guide wire felt very sticky and the hydrophilic coating on the guide wire could no longer be felt, as the coating was believed to have dissipated; no teflon material was noted to be peeling from the device. A non-abbott non-compliant (nc) balloon dilatation catheter (bdc) and a non-abbott stent delivery system (sds) were reportedly very difficult to advance over the bmw, but were able to reach the target lesion; both the non-abbott bdc and sds were retracted over the bmw guide wire with resistance felt. The bmw was withdrawn from the anatomy and the procedure was completed using another bmw guide wire, without issue. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported resistance with the catheters and irregular texture were unable to be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.